Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely, underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern; unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that the high results occurred using three different vials of test strips (reference (B)(4)). Customer only provided blood glucose test results of concern for one vial. The customer is concerned with test results obtained of 201, 200 and 213 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/16/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test history: (B)(6).